Manufacturer narrative:
Other relevant device(s) are: software 9735585 stealth station cranial; UDI: (B)(4); 510k/PMA: k153660. The system exams were received for analysis. The site was using CT as a reference when switching from t1 to t2, which was when the acpc changed. It was not possible to replicate the reported issue. The software investigation found that it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that while doing tracts the ac/pc was stored and merged with a t1 and t2. When looking at the two, the ac/pc appeared fine, but on the hybrid exam it shifted left 1-2 mm. The merge looked like it lined up when the merge was verified. The site was using CT as a reference and t1 and t2 exams. Upon re-examination of the exams, it was possible to see shifting for the points. When looking at the exam merge, the exams were slightly shifting. The there was no patient present when this issue was identified.